Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was referred to the hospital for an atrial lead revision procedure. It was indicated that the atrial lead exhibited noise oversensing causing pacing mode switch and pacing inhibition. On (B)(6) 2019, the lead was explanted and replaced successfully. The patient condition remained stable.